Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an error message indicating a short circuit occurred during shock delivery. There was also noise and oversensing noted on the rv electrogram (egm). A low out of range shock impedance was observed when the patient received two inappropriate shocks. Boston scientific technical services (ts) recommended replacing both the device and the lead as therapy cannot be ensured. The ICD was explanted and the rv lead was surgically abandoned. There were no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).